Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 800 mg/dl with moderate ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.